Manufacturer narrative:
Updated fields: h2 and h11. Additional information: on 19-nov-2025, the physician provided the following additional information regarding the reported event: the pneumothorax was suspected to have been caused by the transbronchial biopsy forceps, as they can create trauma when extended into the lungs. The event likely would have occurred regardless of the biopsy modality used. The pneumothorax was initially identified via x-ray and was small at first, so the patient was monitored on high-flow oxygen. However, as the pneumothorax expanded over time, a 14 fr chest tube was placed. The biopsied lesion measured 2.5 cm, was located in the lingula, and had a 0 mm distance to the pleura. The patient experienced symptoms such as shortness of breath and chest pain but required no interventions other than chest tube placement. The patient was hospitalized for 48 hours and later discharged home. It is unknown whether any images or videos of the event were taken during the procedure. The physician clarified that the forceps instrument was suspected to have caused the pneumothorax, not the needle, due to their extension into the lung tissue.

Event description:
See section h11 for additional information.

Event description:
It was reported that after an uneventful ion transbronchial lung biopsy procedure, the patient experienced a pneumothorax, which required placement of a chest tube. The pneumothorax was identified via x-ray. The patient has been discharged and was reportedly doing well. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred, and it is unknown if the event is related to the ion procedure.

Manufacturer narrative:
A review of the ion system logs system logs for the reported procedure was conducted. The investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.